Event description:
An assistant from a dental office called because they have a curing light that appears to have low light intensity when tested on the built in intensity meter. She said the light registers yellow. The light was returned for evaluation. The office did not provide any other information. Reference MFR report 3005665377-2013-00005.